Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun. Facility has stated it will return device for evaluation after further consultation. The device was available but not returned at this time. No lot was provided by the customer at this time. If further information becomes available a follow up report will be submitted for this complaint.

Event description:
Medical specialties - fell apart; sales rep reported via email that the pin from the wavy grasper came out of the instrument during the surgery and fell into the patient. They were able to retrieve all objects out of the patient. No patient harm. Additional information provided 03apr2017: the procedure was a laparoscopic cholecystectomy and it was completed as planned. The patient did not require any additional treatment as a result of the broken instrument. No x-ray was required. I am consulting with (B)(6) to see what else I need to do before I send the instrument back to you.

Manufacturer narrative:
(B)(4): the sp8364 ta insert device was not received for evaluation. Although requested, at this time the device has not been returned. The customer also did not communicate a lot number for the device; therefore, the DHR review could not be performed. Without the device to confirm and evaluate the reported failure, bd is unable to determine the root cause. If the devices become available the complaint will be re-opened and a more thorough investigation will be performed. Bd will continue to trend and monitor this reported issue and for this product family.